Event description:
The customer's parent reported via phone call that the insulin pump alarmed with a button error, after customer was practicing for a baseball game. Customer's blood glucose was 78 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button responds due to corroded keypad traces. No button error alarms noted during testing. The device had cracked case at reservoir tube lip, cracked case at display window corner, minor scratches on the lcd window, and scratched reservoir tube window.